Event description:
A user facility reported a saline bag back filled during recirculation mode on an unspecified date. A pt was not connected to the machine at the time of the incident. The facility technician stated that he replaced the high flow relief regulator and this resolved the issue; the machine is back in service.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.